Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications and injury reported.